Event description:
It was reported that the patient started "leaking today for some reason". She normally doesn't have that issue, so she was going to see if the ins(stimulator) needed to be adjusted and that was when she noticed the patient programmer event. It was reported five days later by the healthcare provider that there was not a fifty percent or greater symptom reduction. The cause of the event was determined and it was not device related. No reprogramming was needed. The patient states no longer leaking. Unknown if there were a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 3037, serial# unknown, product type: programmer. Patient product ID: 3889-28, lot# va0j9q5, implanted: (B)(6) 2014, product type: lead. (B)(4).